Event description:
Caller reported that the pump battery was not charging, despite using a tandem charging cable and attempting to charge it via a wall outlet. Despite various troubleshooting efforts, including trying a different wall adapter and charging cable, the charging connection remained unstable and unrecognized. There was no adverse impact on the customer's blood glucose level. The issue was resolved by replacing the pump, as it was under warranty. Customer support confirmed the shipping details and instructed the caller on putting the pump into storage mode before returning it with a pre-paid label within ten days. The customer was prepared to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.